Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer stated that she wears the insulin pump in her bra. Customer's blood glucose reading at the time of the call was 191 mg/dl. No further information reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with no button response due to corroded keypad traces. No button error alarm during testing. Insulin pump received with cracked reservoir tube lip, case cracked at the display window corner, minor scratches on lcd window, scratched reservoir tube window, cracked belt clip slot, and missing end cap sticker.